Event description:
It was reported that the injection flow rate set for 3.0 cc/sec and the injection site was the antecubital fossa. After injecting the entire 150 ml of contrast, an extravasation was noticed which the eda patch did not detect. The pt was referred to a plastic surgeon for consultation and was admitted to the hospital overnight. Pt was released the following morning without further medical intervention.